Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery would go dead after a day. The customer's blood glucose level was unknown. The alarm history was reviewed. They had multiple replace battery now alarms. They did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed and it was noted that it was the second occurrence of a replace battery now alarm without a low battery warning. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. The low battery alarm functioning properly. However, unexpected replace battery and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.